Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on (B)(6) 2025, the patient experienced a seizure, fell out of bed and hit their head. The patient had lost consciousness. The patient stated that there were no alerts heard from her phone, or she could not hear the alerts while asleep. The patient¿s husband discovered the patient unconscious about an hour later. The husband called for an ambulance and while waiting he tried to wake up the patient but was unsuccessful. The patient was taken to the hospital, upon arrival, the patient had another seizure. The patient¿s values were checked and the cgm reading was 52 mg/dl while the bg reading was 50 mg/dl. The patient did not remember any specific treatment but recalled having 8 different intravenous fluids. The patient was admitted into the intensive care unit for 8 days and stayed 3 more days in the hospital after that. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, additional information has been provided on 07/25/2025. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).